Event description:
Customer states stopper was melted into syringe. When tried to pull out the white plunger, it got separated from stopper. They live out in country, 1 hr from pharmacy. Consumer mentioned that they can only afford a (10) pack, not box. Consumer reported calling 911 when they could not use the syringe. When response to 911 call arrived, consumer was given injection.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.